Event description:
Toxicity issue with patient (seizure occurred). Pump may have infused too fast. Update (B)(4) 2009, the information received showed toxicity level of bupivacaine at 1.5 (range .1 to 4). This eliminates the pump from being a root cause of the seizure. This patient did have many underlying medical conditions that could have caused or contributed to the seizure.

Manufacturer narrative:
Received one partially full pump for evaluation and investigation. The pump was refilled with normal saline solution to the reported fill volume of 330 ml for testing. When the pinch clamp was opened, the pump infused. A flow rate accuracy test was performed and the pump infused within specification. A review of the lot history found no other complaints for the reported lot.